Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with the infusion set as it came off patient's skin after patient took a bath. Patient mentioned that the tape was not sticking, no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.